Event description:
This report is related to MDR number 3011632150-2024-00031. The patient was implanted with two biomimics 3d (bm3d) stents (one 5.0 x 150 mm stent (device 1) and one 5.0 x 80 mm stent (device 2 - the subject of this report)) on (B)(6) 2024. On (B)(6) 2024, during a follow-up stent fractures were determined. The devices are not returning. The event necessitated additional medical/surgical intervention to prevent further injury. The physician believes the incident was related to the devices. Veryan's date of awareness of this event was (B)(6) 2024.

Manufacturer narrative:
This MDR report is related to MDR report 3011632150-2024-00031. The complaint investigation is in progress. If any additional information is received a follow-up report will be provided.

Manufacturer narrative:
This MDR report is related to MDR report 3011632150-2024-00031. A detailed review of all the lot history records pertaining to the manufacture of the relevant stent and delivery system lot showed no issues that were deemed related to the complaint investigation. A review of angiographic images confirmed the 5.0 x 150 mm stent had fractured. There were three points of potential stent fracture and/or stent distortion. A type 1 fracture (single strut fracture) was seen proximally. Approximately 40 mm below this, a point of stent distortion was present. Approximately 30 mm below this, a point of stent distortion, and possible stent fracture, was present. The points of stent fracture and/or stent distortion of the complaint stent were reviewed at each timepoint throughout the patient's treatment; at the implantation on (B)(6) 2024, and the follow-up procedure on (B)(6) 2024 and comparisons of the images were made. Vessel dissection was present at the target site during the deployment procedure on (B)(6) 2024. The vessel condition during the follow-up procedure on (B)(6) 2024 also notably included additional points of stenosis and lumen narrowing. The vessel disease aligned with each of the points of stent fracture and stent distortion. The distal most point of stent distortion potentially included a type 1 stent fracture. The disease and vessel dissection present at this point would mean the slight gap of space present on the right side of the stent was potentially the result of the disease, and not the result of a stent fracture. The angiographic image review determined that the complaint stent was free of any complications upon completion of the deployment procedure. As there was no other endovascular procedure between the index procedure and the re-intervention on (B)(6) 2024, the remaining possible explanation for the fracture was due to material fatigue as a result of physiological loading. It was apparent that vessel disease and lumen narrowing aligned with the point of stent fracture in this case. This suggests that the condition of the vessel may have contributed to the material fatigue that occurred causing physiological loading causing stent fracture. The complaint was categorised as a "stent fracture (type I), distorted stent pattern" and cause categories of "disease/disease progression" and "physiological loading" were assigned. The reported complaint was not related to a deficiency of the device. Section b.1. And section b.2. Were updated, section b.5. Was updated, section g.6. And h.2. Were updated to reflect the type of report (follow-up 01) and the reason. Section h.1. Was updated. Section h.6. Was aligned with conclusions of the investigation and section h.11. Was updated to reflect the changes made in this report.

Event description:
This report is related to MDR number 3011632150-2024-00031. On (B)(6) 2024, the physician attempted to treat a calcified and occluded lesion in the proximal superficial femoral artery (sfa) in the left. The vessel was prepared via balloon angioplasty using a 4 x 250 mm device. The physician then deployed the biomimics 3d (bm3d) 5.0 x 150 mm stent (report 3011632150-2024-00031) in the mid sfa initially and then deployed the 5.0 x 80 mm stent (the subject of this report) proximally in overlap. On (B)(6) 2024, a follow-up procedure was performed in which the physician treated the vessel via drug eluting balloon (deb) expansions. A 4 x 100 mm deb and a 5 x 120 mm deb were used. There was stenosis throughout the sfa. A potential stent fracture was noted in the 5.0 x 150 mm stent placed in the mid sfa. Multiple potential fractures were noted in the region distal to the overlap with the 5.0 x 80 mm bm3d stent.